Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a retrospective review of applied medical's customer feedback data received between october 02, 2014 - june 01, 2016. The reviews ensured that past reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed: adnexa removal / salpingo-oophor. Sealing performance: "not always convinced about hemostasis. This was a very difficult case with a lot of adhesions to surounding structures, colon etc. A large cyst was present. I asked the surgeon if he really had doubts about hemostasis, but because of the difficulty of the procedure he couldn't say it was because of the voyant. More thermal spread. More charring. More smoke" patient status: unk.